Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service. The patient with an implantable cardioverter defibrillator (ICD) and endotak lead experienced five consecutive episodes of vf. All episodes converted the patient. The physician elected to replace the lead because he indicated the time needed to reset the episode was too long.